Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous, and moderately calcified mid to proximal left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.